Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that rotor tractor drive belt has teeth ground down. This was result of an improper manual door opening procedure. The tractor drive motor was replaced. The imaging system then passed the system checkout and was found to be fully functional. The device has been returned to medtronic, but has not been evaluated yet. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of procedure. It was reported that the door won't open. There was no patient present when this issue was identified.

Manufacturer narrative:
Analysis on the returned drive rotor tractor resulted in a mechanical failure found through functional testing and visual/physical examination. Analysis states that the motor isolation was tested and passed. No internal opens or shorts in motor assembly. Test tractor drive assembly with motion cart. Forward and backwards motion passed, brake was engaging and disengaging as normal. Failed visual inspection. Rotor tractor drive was returned with belt damage. The inner teeth on the belt are torn and worn down. Damaged belt. If information is provided in the future, a supplemental report will be issued.